Event description:
A 4 kg pt lost blood pressure upon initiating treatment on a prisma with an an-69 filter. The pt was initially reported to have completely recovered but later died. The MFR of the filter is investigating the incident as a potential reaction to the an-69 filter.